Event description:
The pt reported she had elevated blood glucose readings in 2007. She stated she treated this by giving herself insulin but was unable to bring her readings down. She said she went to bed without changing her insulin infusion tubing and she woke up the next morning with a blood glucose reading of 500 mg/dl. The pt stated that when she started to change her tubing she noticed the tubing had stretched out and was very thin and looked like "little hairs." She stated she changed her tubing, gave herself an insulin injection, and her blood glucose returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.